Event description:
It was reported that the pulse generator exhibited backup vvi operation upon interrogation in the box. The device was not implanted.

Manufacturer narrative:
(B)(4). Final analysis found that the pulse generator was in backup vvi operation, as received. The backup vvi could not be reproduced during testing; the root cause of the anomaly could not be determined.